Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that the nozzle had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found foreign objects in the nozzle along with other components such as the plastic distal end cover/probe cover, adhesive around the objective lens and the adhesive around the light guide lens, the bending section cover, and upward/downward angulation control knob and right/left knob. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Correction: d5, e2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from right/left and upward/downward angulation control knob. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in cf-q150l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.